Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogating the implantable cardioverter-defibrillator (ICD) post flutter ablation and external cardioversion, an alert was seen on the device that the ICD reached elective replacement indicator (eri) in 2013, although the battery voltage was normal. The device was reprogrammed to the original settings without complications. The patient was stable prior to and during the programming change.